Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient clarified what they meant by device not working. They reported that effectiveness had declined in the past year and now not effective at all on the left side. No changes in activity or device programming other than the time since implant. The loss of stimulation in the left side and device not working has not been resolved. It was reported that patient was meeting the health care professional (hcp) on (B)(6) 2017. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that a manufacturer's representative adjusted their levels but the unit needed to be replaced- their doctor was supposed to schedule their replacement. The pain, loss of stimulation, and loss of effectiveness had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic/intract pain (trunk/limbs). It was reported that the patient thought their device wasn't working like it should. The patient was experiencing pain in their feet. They felt stimulation in the right side but not in the left and it's not as strong or effective as it once was. The patient tried to sync their patient programmer and reported they were seeing a green light showing next to the 9v. No further complications reported.